Event description:
Related manufacturer reference number: 1627487-2022-00088. It was reported that the patient was not getting adequate therapy. As a result, surgical intervention occurred on (B)(6) 2021 and the leads were explanted and replaced. The patient has effective therapy post operatively.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Corrected data b5: this device is no longer reportable as no surgical intervention was performed against it.

Event description:
Additional information was received that indicated that it was the cervical lead (ref. 1627487-2022-00088) that was replaced, therefore this lead (thoracic) was inadvertently reported on.